Manufacturer narrative:
The force bipolar instrument was received and failure analysis found the instrument to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. No signs of thermal damage were observed.

Event description:
It was reported that a patient underwent a da vinci-assisted cholecystectomy procedure and a cable on the force bipolar instrument was found to be broken. It is unclear when the device issue was identified. It is also unknown if any fragments from the instrument fell inside the patient although it was noted that an unspecified post-operative test was performed. The following information is unknown: the purpose of the post-operative test and the results of the test.